Manufacturer narrative:
Updated data: a2 - patient age b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the cause of the stroke was not known. The stroke was confirmed during a neuro assessment. Major bleed was the reported cause of death. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the bleeding or death event.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. In this case, the root cause can not be determined. However, procedural complications are a potential contributing factor. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the information available. Vascular complications, such as bleeding, are a known potential adverse effect per device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. With the limited information made available, a definitive root cause cannot be determined. However, procedural complications are likely contributing factors. Major bleed was the reported cause of death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. Upon review of the information provided, the death is likely not related to the evolut fx delivery catheter system (dcs) or valve. The physician also noted no relationship to the dcs. The primary cause of death was indicated as uncontrolled bleeding at the secondary groin site (for which repair was denied) related to tpa given for stroke two days post operatively. Death is a known potential risk associated with the implantation of the evolut fx valve and the death and appropriate severity is documented in the evolut fx risk files and IFU. No further safety assessment is required at this time. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was crossed without difficulty and implanted at a 2 millimeter (mm) depth on the first attempt with no recaptures. A post procedure echocardiogram was performed and showed mild-moderate paravalvular leak (pvl). It was elected to perform a post-implant balloon aortic valvuloplasty (bav) w ith a 20 mm non-medtronic (true) balloon. The patient was temporarily paced at 160 beats per minute (bpm) and the balloon was fully inflated. There was no movement in the balloon and it was confirmed that the pvl had downgraded to ¿trivial¿. The bav was successful. The post transcatheter aortic valve replacement (tavr) gradient was measured at 4 millimeters of mercury (mmhg) and there was no rhythm change. The patient was doing well the following day. Two days following the procedure, the patient suffered from a stroke. Tissue plasminogen activator (tpa) was administered. The patient subsequently developed bleeding from their left groin, which was secondary access for the tavr procedure. It was noted that the access site was closed with angioseal after the procedure. Extra service to repair the bleed was denied and subsequently, the patient passed away. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.